Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are experiencing chest pain. The patient also reported that post mammogram in (B)(6) 2019 that the right ventricular (rv) lead was slightly disconnected from the implantable pulse generator (ipg). The rv lead was reconnected and the ipg was repositioned (in (B)(6) 2020); the rv lead and the ipg remain in use. No further patient complications have been reported as a result of this event.